Manufacturer narrative:
Information from general dealer (B)(4): goods issue date: 2023. Within warranty: yes. Maintenance record: there have been maintenance records. Malfunction analysis: the malfunction of this device has been resolved. The device is currently functioning properly. See investigation summary for potential root cause. Conclusion: no investigation result received from investigation division. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury occurred.